Event description:
Information was received from a patient regarding an external device. The reason for the call was the patient stated they had to go back to the doctor to get the stitches out today. Patient stated the representative (rep) was there, and they briefly went over different things and when they got home they charged the handset but the wireless recharger won't turn on. During the call, patient mentioned they had 2 incisions that had to be taken out and they have been there since 1984 and added coming from their doctor's office, that this is all new to them. Patient said the green light from the communicator comes on and stays on but there is nothing on the screen. Agent had patient reset the communicator and closed apps on the handset. Patient accessed mystim and manually entered the serial number but screen showed no device found. Agent had patient reset bluetooth, and restarted the handset. Patient re-accessed mystim but no device found on screen again. Agent reviewed to patient that the communication issue was due to possible swelling or due to the implant has no charge. Agent walked patient through pairing the wireless recharger. Patient accessed recharger application and reported seeing recharger inactive. Agent had patient confirmed that the 3 green lines on the recharger are lit and to power on the recharger. Patient connect again to recharger application then went on recovery mode screen with 0-0-0. Agent advised patient to reposition the recharger to get good connection. Patient then reported excellent connection. Agent advised patient to monitor the charging of the implant and let it fully charge then they can reconnect via mystim their communicator. Then patient mentioned battery implant showed 60%. Agent reviewed pairing information to patient.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID wr9230 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6); product ID wr9230, serial# unknown, product type recharger. Although it was reported that the patient had two 'incisions removed' that had been there since 1984, there was no information provided to reasonably suggest or allege that the implanted system or therapy caused, contributed to, or exacerbated a patient condition with respect to the aforementioned events. The mdt device or therapy would not be reasonably expected to be causal or contributory with respect to this 'incision removal' procedure. Therefore, this event meets rule-out criteria per reg18310 for interventions not reasonably related to the mdt device and/or therapy, and thus does not meet the criteria of a complaint per 027-wi185. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.